Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation due to magnetic resonance imaging (MRI) that was performed without appropriate programmed settings. High voltage therapy was disabled during backup operation. The device was successfully restored via programming. The patient was stable.